Manufacturer narrative:
The returned device was reported for "warning 10 no external power warning battery low out". The device was received in overall good physical condition. Reported message - b a t t l o(battery low) and message - s o f t x x x(software error) complaint was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a device issue resulted in the procedure being canceled. A micropace stimlab cardiac stimulator was used in a supraventricular tachycardia diagnostic procedure. The micropace unit and were unable to pace and low battery error occurred. During trouble shooting all components were restarted and connecters were checked that they were well connected. The issue could not be resolved and the procedure was canceled. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a device issue resulted in the procedure being canceled. A micropace stimlab cardiac stimulator was used in a supraventricular tachycardia diagnostic procedure. The micropace unit and were unable to pace and low battery error occurred. During trouble shooting all components were restarted and connecters were checked that they were well connected. The issue could not be resolved and the procedure was canceled. No patient complications were reported.